Manufacturer narrative:
(B)(4). Baxter contacted the nurse regarding the reported problem. The nurse stated that the patient was no longer on the homechoice machine and has been transferred to continuous ambulatory peritoneal dialysis therapy. The nurse stated the patient is doing fine. There was no injury or medical intervention reported. This complaint for air in tubing without an alarm was confirmed due to a use error. The cause was determined to be use error due to an incomplete prime . The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted global technical services (gts) regarding air in the patient line on the homechoice (hc) machine. The hp stated she connected herself with air in patient line. The hp stated she tried to go back to priming but hc advanced to fill 1. The hp stated there was still air in the patient line. The technical service representative (tsr) advised the hp to end therapy to start over with new supplies. There was no patient injury or medical intervention reported.